Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and high pacing threshold. The lead was initially surgically repositioned but was then explanted after two weeks. No additional adverse patient effects were reported.